Manufacturer narrative:
The customer purchased the smilefrida the toothhugger toothbrush and noticed after several uses that their child had chewed off part of the tpe over-mold on the back of the toothbrush head. They did not observe the child doing this, but said that their child probably ingested the parts that had been chewed off. The child, without supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. The label also specifies that the product should only be used under adult supervision. Chewing the rubber could be a potential choking hazard to children.

Event description:
Customer reported that they purchased the smilefrida the toothhugger and said that after their child used it only a few times before they noticed that the tpe over-mold had been chewed off.